Event description:
The facility's nurse reported three colleague infusion pumps that failed during pt use. The pt was critical, on a ventilator in an intensive care unit. There had been three triple channel pumps and two single channel pumps infusing approximately 12 drips to this pt. The pump was infusing heparin, ativan, and a third unknown medication. The pt was "taken down" for a cat scan and remained off the floor for approximately 1 hr and 15 minutes. When the pt was coming and went into failures. When the pt arrived to the room, the pumps were plugged and reset to clear the failures. The pump could not be reset and the nurse was experiencing difficulty removing the tubing. When the tubing was removed, a new pump was obtained and the infusions were restarted. According to the ICU nurse, no pt injury or need for medical intervention had been reported related to the event. No changes in the pt's status or in the pt's blood pressure occurred. Reference MDR 600001-2005-00006. And MDR 600001-2005-00017.